Event description:
During an in-clinic follow-up, the device entered backup vvi (bvvi) mode, resulting in a loss of high voltage therapy, after the patient underwent a magnetic resonance imaging (MRI) procedure. MRI settings on the device were not properly enabled prior to the procedure. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.